Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has never experienced adequate therapeutic effect from their pump with lioresal 2,000 mcg/ml at 800 mcg/day. Hcp had been increasing dose and had not been seeing a response from the increase in dose. Dye study was performed to check the catheter. Health care professional was unable to aspirate through the catheter access port (cap) at a dye study. A 1ml bolus was administered through the cap. Following this bolus the patient experienced respiratory depression, nausea, and vomiting. Additional information has been requested and will be reported if it becomes available.